Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no abnormalities in the forceps passage (when checked by borescope, the forceps and brush passed smoothly). The additional evaluation findings were as follows: the bending section cover had a leak and hole. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the cysto- nephro videoscope had channel damage and did not pass the borescope inspection due to foreign material flaking. The issue was found during reprocessing for an intended therapeutic procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) section: [cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual] describes reprocessing procedure of cyf-vhr. Olympus will continue to monitor field performance for this device.